Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found that the ins was functionally okay, insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via a manufacturer representative (rep) that there was a loss of therapy after a fall. The patient fell/slipped in the shower/bathtub and, a couple weeks later, her urinary retention returned. Also, she started having pain at the pocket site. The pain would increase when the device was turned up. She turned it off and still had some pain. When she turned it back on, the pain worsened until she could not take it anymore and turned it back off. The patient could not feel stimulation anywhere but the pocket when turned up to 8.0 amps with electrodes 0, 1, 2-, 3+. The impedances were within normal limits. There was no sensation with the implantable pulse generator (ipg) turned up to 8 volts. The interventions/actions taken to resolve the event included replacing the ipg. They checked the motor response intra-operatively to be sure the lead was still functional. There was bellow and toe flexion at 1.5 amps or less on all electrodes. The patient had appropriate sensation post-op. The issue was resolved. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.